Event description:
Patient had right ij groshong port inserted on (B)(6) 2012 for chemotherapy following new diagnosis of lung cancer. Patient presented to his oncologist on (B)(6) 2015 for routine follow up. Chest xray revealed that the port catheter had fractured and a fragment was coiled within the right atrium, likely extending into the right ventricle. Patient had fragment retrieved on (B)(6) 2015 without further complications. Patient had a chest x-ray on a year prior (B)(6) 2014 with no mention of port defect. Diagnosis: vascular access for chemotherapy.